Manufacturer narrative:
Technician found the head of bed not going up evenly. Replaced the pivot slide and the slider extrusion to resolve this issue.

Event description:
Complaint alleged that the head section of this bed was bent.